Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any relevant product deviation. The visual inspection of the actual sample confirmed the presence of pieces of paper inside the female luer lock connector, the tube, and the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The observed paper particulate was consistent with the color coded batch record for the reported lot. The cause was determined to be related to the manufacturing process. Both nonconformance and corrective/preventive action records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "contaminate" was observed in the port tubing of a thermax blood warmer disposable, described as "clear port has paper shred inside". This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: parc d'activitis des treize vents. Should additional relevant information become available, a supplemental report will be submitted.